Event description:
During the device evaluation, the video system center exhibited no image due to damage on the video connector socket. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed that the reportable event was due to the video connector unable to be connected securely due to damage. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.